Event description:
Patient (pt) arrived from outside hospital due to d/t spine abscess, septic emboli, & septic encephalopathy; pt required magnetic resonance imaging (MRI) of the spine and was taken to MRI on precedex due to agitation; pt was not intubated, but was highly agitated on max dose of precedex at 1.5, but remained agitated to the point that the MRI could not be completed. The night registered nurse (rn) reported spent 2 hours in MRI attempting to sedate the pt to no success and MRI was ultimately aborted; on handoff, the precedex was turned off for a neuro exam and I noticed that the precedex bag looked fairly full. While the pump reported that the volume to be infused still had 52.9 ml remaining, the measured volume of the precedex bag was almost 90 ml. I believe that the baxter pump had been under infusing precedex and may have contributed to inadequate sedation, aborted MRI, and delay in care.